Manufacturer narrative:
Additional product code: dzl. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
The patient was originally implanted with an orbital floor implant on (B)(6) 2012 and returned to the o.r. On (B)(6) 2013 for removal of the implant due to less than optimal position of the globe. The patient was revised to synpor ti fan plate modified with medpor when implanted. The patient's outcome was reported as favorable. This is 1 of 4 reports.